Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited a depleted reservoir and no disposable error. Remodulin vial was leaking while using the q-style adapter. There was patient involvement, no patient injury was reported.

Manufacturer narrative:
A3a: female. G2: #mw5159298. H3: no product was received for analysis. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.